Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 7:34 am customer got a result of 238 mg/dl; 7:35 am customer got a result of 133 mg/dl; 7:36 am customer got a result of 315 mg/dl; 7:37 am customer got a result of 111 mg/dl. Later that afternoon at 1:00 pm the customer received the following results on the guide system within 10 minutes: 435 mg/dl and 210 mg/dl. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.